Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two infusion set leaking at the insertion site events on (B)(6) 2024. The infusion sets had been used for 3-6 hours. The blood glucose level was high therefore the patient was treated with correction bolus via pump. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4).